Event description:
The patient was revised to address loosening of the femoral component that was said to be too large.

Manufacturer narrative:
Evaluation of the reported devices was not possible, as they remain implanted. No revision has been reported. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated.